Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process and the insulin pump had a compromised force sensor system alarm. The customer¿s current blood glucose was 144 mg/dl. The customer reported that the insulin did not continue to drip after letting go of the act button. The customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer was stucked on the compromised force sensor system alarm. The drive support cap appears normal or recessed. It was reported that the customer was trying to prime the insulin pump and it gave out a stream out of insulin. The customer stated that they were changing the infusion set. The insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer informed that the rewind message occurred after an alarm/alert. The customer stated that they are stuck in rewind complete/bolus delivery loop. The customer reported that the insulin continued to drip after letting go of the act button during the prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to a33 alarm.